Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and inappropriate shock due to noise. Fracture was suspected. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.